Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 408 mg/dl. The customer was at the doctor's office and wanted to check if the insulin pump was functioning. The customer did experiencing symptoms of thirst. The customer did contact their healthcare professional and does have a backup plan; syringes. Troubleshooting was performed. The drive support cap appeared normal. The customer did note some air bubbles in the tubing. There were no site or insulin issues. The device settings were correct. The device will not be returned for analysis.